Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an ulcer. However, it was reported that, approximately 5 months post implant, the patient presented emergently and CT exam was performed. On CT, a possible hole was observed on the stent graft. Another manufacturer stent graft was implanted to treat and resolve the event. It was reported that the patient suffered an episode of heart failure post procedure and was transferred to ICU where he has recovered. It was reported that, as per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the reported fabric hole could not be determined from the films provided. The CT¿s prior to implant, films during implant and during the intervention were not provided; however, a pre-implant planning report revealed that the patient had a unknown diameter ulcer located in the distal portion of the descending thoracic aorta. The intended proximal landing zone was just below the arch, and there was a 20mm distal landing zone down to the level of the celiac artery. The thoracic was essentially straight, with moderate calcification <(><<)>(> <(>&<)><(><<)>)> thrombus, and the diameter ranged from 25 ¿ 28mm along the length of the intended implant location. Review of CT¿s from 5 months post-implant revealed that a valiant stent graft had been implanted from near the bottom of the arch, and extended distally to just above the level of the celiac artery. The stent graft was essentially straight. The device wa s patent and there was evidence of likely stent graft fabric infolding as evidenced by the ¿ribbed¿ appearance of the inner ID wall flow lumen. The proximal od measured ~25mm, and at the distal end was ~24mm. The maximum diameter of the taa/ulcer measured ~63mm, and contrast within the aneurysm sac along the left side of the stent graft from a possible type iii fabric endoleak. Near the source of the contrast/endoleak, 3 stent rings above the distal end of the device, the unsupported stent graft od acutely expanded out to ~5mm to 29mm and there was evidence of calcification. It is possible that fabric abrasion caused by this observed abrupt change in diameter in combination with the calcification may have led to the endoleak. The cause of the suspected infolding was likely due to stent graft oversizing, and it is possible that oversizing may have also contributed. Due to oversizing/infolding and the short (20mm) distal seal zone, a distal type I endoleak cannot be ruled out. If information is provided in the future, a supplemental report will be issued.